Event description:
(Spontaneous call) nurse reported that pt reported the bag/bladder inside the plastic cassette is too large and as a result, it is reaching the edges/constraints of the plastic container before it has fully expanded. This is causing the internal bag to turn on itself and create pockets of air that are impossible to remove. No further info provided. Did not occur when product in use, when mixing. Cassettes replaced, no injury to pt, but infused could have. Issue is still ongoing. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Ongoing. Did the product issue cause or contribute to pt or clinical injury? No, but if used could have. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by health professional.